Manufacturer narrative:
Updated sections: d4-expiration date, h4, h6 component codes and type of investigation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation as the valve was accidently discarded. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The root cause of the event was likely due to patient conditions. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve implanted for 4 years 6 months underwent redo aortic valve replacement due to calcification and stenosis. A 23mm 11500 aortic valve was implanted in replacement with ascending aorta replacement using 28 mm valsalva graft. Patient presented with heart failure. The patient tolerated the procedure was taken to the cvcc in a stable condition. Patient discharged home at pod# 23. Postoperatively the patient suffered from cardiogenic shock and required additional inotropic support that was weaned off by pod #3 with satisfactory cardiac output. Following surgery patient had no underlying cardiac rhythm, this persisted for several days postoperatively, av nodal agents were not started. Ep was consulted and she underwent ppm placement on pod# 4. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.